Event description:
An optometrist reported he had referred a customer to a hospital in 2003 for treatment for microbial keratitis in right eye. The incident caused the pt severe pain in right eye and photophobia. The location of the ulcer was mid-peripheral (2 o'clock position). Slight discharge and infiltrates were observed but there was no anterior chamber reaction or loss of visual acuity reported. The hospital performed a corneal scrape which cultured positive for pseudomonas. The pt was prescribed topical antibiotics and steroids (gentamycin, chloramphenicol, ceftazidimine, ciprofloxacin, predsol). The optometrist did not see the pt again until 4 weeks after he had referred to hospital. The incident is resolving and no loss of visual acuity. Follow-up appointment is schedule . No further info is available at this time.